Event description:
It was reported that a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced pain and discomfort at the device site. The patient was evaluated by the physician, and surgical intervention was performed. The device pocket was revised, converting it from a subcutaneous pocket to an intermuscular pocket in an effort to alleviate symptoms. At this time, the device remains in service. No additional adverse patient effects have been reported.